Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during pmv testing. The instrument was received with the pushers advanced and the handle locked. Functionally, the instrument was reloaded with staples and applied to test media. The staple line was properly formed, and the jaw properly clamped and unclamped when the approximating lever was operated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open left upper lobectomy procedure, after the bronchus was transected and the stapler released, it was noted that the staple line approximation was incomplete. There were staples that did not compress and stayed in the u formation. Staple line were fixed by resection and re-stapling. A new stapler was opened and were able to successfully staple across the bronchus.